Manufacturer narrative:
The customer¿s report of leaking between the non-bd microclave and tubing connector was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause was unknown.

Event description:
The customer reported a leak between the nonbd connector and tubing while on a post operative hlhs (hypoplastic left heart syndrome) patient that was highly medically unstable. The patient was receiving an infusion of calcium chloride, milrinone, dopamine and precede. There was no report of patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak between the nonbd connector and tubing while on a post operative hlhs (hypoplastic left heart syndrome) patient that was highly medically unstable. The patient was receiving an infusion of calcium chloride, milrinone, dopamine and precede. There was no report of patient harm.